Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 5/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 5/06/2016 with the following findings: the black box and alarm history showed a cs 064 call service alarm. The pump powered on with auditory and vibration alerts to a blank screen. There was evidence of moisture ingress observed on the display screen inside the pump. The ¿call service alarm issue¿ was unable to be adequately investigated due to an inability to run 24-hr basal program with a blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.